Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged. It was noted that the patient became uncooperative and was unable to stay still on the table. The lead was explanted and replaced. No patient complications have been reported as a result of this event.